Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their act and escape buttons were intermittently responsive. Customer's blood glucose was unknown. The customer stated the insulin pump may have been bumped once or twice prior to the keypad pad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.